Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left ptosis, and capsular contracture; baker grade iii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 58-year-old caucasian female patient underwent revision breast augmentation with unknown size unknown saline implants smooth on both sides and experienced breast implant deflation on her right side, and bilateral capsular contracture; baker grade iii postoperatively; diagnosed after physical exam. The patient has consulted with the healthcare professional. The patient underwent bilateral replacement surgery with catalog number 3505004bc; serial number (B)(6) on the left side, and with catalog number 3505004bc; serial number (B)(6) on the right side on (B)(6) 2023. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On january 9, 2024, mentor became aware that the date of implant was (B)(6) 2001, and patient experienced bilateral partial deflation. Hence, field d6a has been updated accordingly on this form., and device problem code "material rupture" has been added to field h6. Reason for device explant and/or reoperation: left deflation, ptosis, and capsular contracture; baker grade iii this supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).